Event description:
Upon impaction of the ceramic insert it chipped.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.